Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
Implant date(s): (B)(6) 2005 it was reported that on: (B)(6) 2005: the patient presented with l1 burst fracture. (B)(6) 2005: the patient underwent an anterior/posterior l1 corpectomy and fusion from t12-l2. Preop: status post fall with l1 burst fracture of the spinal cord compression. Perop: the incision is performed over the 11th rib with a scalpel. Underlying adipose tissues dissected with cautery unit over the 11th rib. The intercostal and abdominal oblique muscles are dissected off the 11th rib with electro cautery unit. The dissection was carried posteriorly through the serratus muscles to the lateral border of the trapezius. All muscular attachments are released from the 11th rib after which the periosteal elevators are utilized to further mobilize the rib after which it is then divided at the level of the angle of the rib. The specimen was maintained for subsequent donor bone graft. We then incised along the 11th rib base, gaining entrance into the thoracic cavity. The retractor was utilized to maintain exposure. The lung is carefully padded with a moist lap pack. An incision is performed radially and the left hemidiaphragm extending from the insertion of the crura laterally proximally 2-1/2 fingerbreadths from its insertion, gaining entrance into the retroperitoneal space. The left crura are mobilized. The parietal pleura are incised over the lower thoracic ribs. The intercostal vessels at t12 are identified, mobilized and divided between ligaclips. The vessels at l1 are likewise localized and divided, having confirmed the zone of injury with the fluoro unit. The dissection was carried inferiorly until the segmentals at l2 are also identified, mobilized and ligated between ligaclips and divided. This allowed retraction of the aorta. Part 2: blunt tip k-wire was then advanced down the center of the pedicle using feel and live lateral fluoroscopy for the appropriate trajectory. After the blunt tip k-wire w as put into place, a cannulated tap was then used to tap over the top of the blunt tip k-wire. A 6.5-mm diameter screw was then placed down the center of the t12 and the l2 pedicles bilaterally after a pedicle feeler was used to confirm that we had not perforated out through the cortex. No perforation was appreciated. After the screws were in place, rods were fit into the heads of the screws and secured to the rods using the cap from the system. They were broken off at the pre-set torque. A cross-link was then fit into place and secured to the rods. A high-speed air drill was then used to decorticate the facet joints at t12-l1 and l1-2. The remaining locally harvested autograft was then wrapped into a rh-bmp2/acs-soaked sponge to form a "fajita." After this, a high-speed air drill was used to decorticate the transverse process and lateral aspects of the facets from t12 to l2. The fajitas were then placed in the posterolateral gutters. The remaining autograft was then placed over the lamina from t12 to l2 after they had been decorticated using a high-speed air drill. (B)(6) 2005: the patient was discharged with the following diagnosis. 1) status post fall with l2 burst fracture and spinal canal compromise with sensory impairment. 2) status post transthoracic/retroperitoneal corpectomy and t12-l3 fusion. 3) liver laceration, grade 1-2, essentially resolved. 4) tobacco habituation. 5) recent right lower lobe infiltrate while in the acute facility, she is on antibiotic. 6) resolved oral candidiasis. 7) anemia which is improving. (B)(6) 2005: the patient went for an office visit for follow up due to pain in the left groin and decreased sensation from the top of the abdomen to the groin region. Per the medical records. X-rays reveal good position of the bone graft, screws and rods. (B)(6) 2005: the patient went for an office visit. The patient underwent ap and lateral view of the lumbar spine. Impression: this shows good position of the bone graft, screws and rods. There is relatively normal alignment unchanged. (B)(6) 2006: the patient went for an office visit. (B)(6) 2006: the patient underwent CT lumbar spine without contrast. Impression: changes status post l1 vertebrectomy with inner body fusion with a fibular strut graft and posterior fusion with pedicle screws and osseous graft material. There has been more solid incorporation of the posterior graft material. (B)(6) 2006: the patient went for office visit for follow up due to back pain. S (B)(6) 2007: the patient went for an office visit due to pain in left thigh and paresthesis of feet. Per the medical records. Impression: 1) the pain in the left hip flexor/extensor and abductors are related to tendonitis and ligament pulled. 2) there is no l3-5, s1, 2 root ompingement at root level. 3) right tibial neuropathy with low amplitudes. 4) there is no meralgia paresthetica of left lower extremity. 5) s/p t12 to l2 spinal fusion from l1 burst fracture with cord compression, (B)(6) 2005. (B)(6) 2007: the patient presented with left knee pain and sensation of left knee "going out". (B)(6) 2007: the patient underwent MRI of the lumbar spine without and with contrast. Impression: 1) patient status post posterior spinal fusion from t12 lo l2 with l1 vertebrectomy with fibular strut graft placed at the l1 level. 2) no disc herniation or significant spinal canal stenosis within the lumbar spine identified by MRI. (B)(6) 2009: the patient underwent x-ray of thoracic spine 3 views. Impression: no acute fracture or subluxation. Lumbar spine three views x-ray impression: post operative change in the upper lumbar spine. (B)(6) 2009: the patient underwent MRI of cervical spine without and with contrast. Impression: spondylosis with disc bulge eccentric in a proximal right foraminal location c4-c5 and c6-c7. (B)(6) 2009: the patient went for an office visit for follow up due to neck and right arm pain. Per the medical records. MRI of the cervical spine reveals a right c6-7 disc herniation with moderately severe nerve root compression on the right side of the exiting c7 nerve root. There are multiple other discs that are mildly degenerative, but without significant neural foraminal or spinal canal stenosis, or spinal cord or nerve root impingement. (B)(6) 2009: the patient presented with right c6-7 disc herniation with right c7 nerve impingement with recent worsening of neck pain and right arm pain. (B)(6) 2009: the patient underwent interlaminar cervical epidural steroid injection (kenalog and lidocaine) at c7-t1 right side due to pain in his right neck, trapezius into the biceps of his right upper extremity. (B)(6) 2009: CT scan of the cervical spine without contrast. Impression: no acute fracture or subluxation. 1) CT chest with contrast 2) CT abdomen without and with contrast 3) CT pelvis with contrast. Impression: no acute thoracic, abdominal or pelvic pathology, previous posterior fusion at tl2-l2 appears intact (B)(6) 2011: the patient presented with right c6-7 degenerative disc disease with disc herniation and right c7 nerve root impingement with new onset of left arm pain. (B)(6) 2011: the patient underwent CT scan of cervical spine without contrast. Impression: negative CT scans of the cervical spine. (B)(6) 2011: the patient underwent MRI c-spine without contrast. Impression: 1) mild underlying congenital stenosis of the canal. 2) multilevel mild spondylosis and mild bulges contributing to mild central and mild to moderate foraminal narrowing. (B)(6) 2012: the patient underwent CT scan of lumbar spine. Impression: broad-based disc bulge l3-4 with mild canal narrowing, similar changes l4-5. (B)(6) 2012: the patient underwent CT scan chest with contrast. Impression: postsurgical change lumbar spine with hardware artifact in the lumbar region partially imaged. (B)(6) 2012: the patient went for an office visit due to severe pain in right anterior thigh history of t12 to l2 fusion, l1 corpectomy for l1 burst fracture(2005) (B)(6) 2012: the patient underwent CT scan lumbar spine without contrast myelogram and fl myelogram lumbar s <(>&<)> I. Findings: there is good thecal sac specification. There is moderate compression of the thecal sac at the l2-3 level. No other significant thecal sac compression is noted. Post myelogram CT of the lumbar spine with contrast with reconstructions. (B)(6) 2012: the patient went for an office visit for follow up. (B)(6) 2013: the patient went for an office visit with right posterior buttock, anterolateral thigh, and posterior calf pain. (B)(6) 2013: the patient underwent MRI lumbar spine without and with contrast. Impression: 1) right central disc protrusion l2-3 2) postoperative changes t12-l2 without complication or canal stenosis.